Event description:
It was reported that while placing the cover screw on the implant the implant relocation into sinus. The implant was retrieved using caldwell luc approach to the tuberosity.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Manufacturer narrative:
One (1) imp,tsv,3.7,10,mtx,mg (tsvtb10) and mount were returned for investigation. Visual evaluation of the as returned product identified signs of use. There was no damage, wear, or signs of malfunction that would contribute to the event. Measurement¿s match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition wasn¿t noted on the per form. Bone density was unknown. The reported device was located on tooth # 14 (dental notation system unknown) and was implant and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the lot 1257708 for similar events and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.